Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 180 mg/dl. The device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.